Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information the root cause of the event could not be conclusively determined; however, it is noteworthy to mention that a non-validated injector was used to complete the procedure. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
The healthcare facility reported that after an intraocular lens (iol) implantation in the right eye, the patient presented with stabbing pain, misty/foggy vision and a little bloodshot. Endophthalmitis was suspected. Slit lamp findings after dilation appeared as organised inflammatory clot, fundal view was very hazy although reflex was positive. Severe inflammation was reported. Prednisolone and chloramphenicol were used post operatively. A secondary surgical intervention and an ac washout was performed, the culture was positive for bacterial, mixed sequences (moraxella sp). The patient is making a steady recovery. Additional information was requested.